Manufacturer narrative:
The field service engineer (fse) replaced all reagent bottle tubing, solenoid valves, degassers, vacuum nozzles, sipper nozzles, a vacuum solenoid, and the dilution bath. The fse performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The na, cl, and k electrode lot numbers and expiration dates were not provided. Qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 2 patient samples on a cobas 8000 cobas ise module. For patient 1, the initial na result was 179 mmol/l, the initial cl result was 143 mmol/l, and the initial k result was 4.9 mmol/l. For patient 2, the initial k result was 7.1 mmol/l. The doctor questioned the results which prompted the customer to repeat the samples. For patient 1, the repeat na results were 134 mmol/l and 136 mmol/l, the repeat cl results were 99 mmol/l and 98 mmol/l, and the repeat k results were 4.0 mmol/l and 4.0 mmol/l.. For patient 2, the repeat k results were 5.4 mmol/l and 5.5 mmol/l. The repeat results were deemed correct.